Manufacturer narrative:
Additional information received on 08 february 2016 and includes: the cup was 100% implanted before the issue happened. All components instruments and cup were retrieved as well after the issue. In order to fix the cup more stably, the surgeon performed reaming again more deeply. The same cup was used. On 15 february 2016, a preliminary investigation was performed but the r&d project manager commented as follows: it is not possible to evaluate the problem by images and video provided, we need to inspect the instrument, it may have been misused. On 3rd march 2016 the r&d project manager inspected the retrieved items with the following comments: the movie and images attached show that the lever is in position down blocking the screwdriver. We have received the instrument with this mechanism unlocked not as showed in the documents attached in the complaint. The instrument mechanism has been disassembled and we noted that it was forced and a small piece of the release system was snatched away (a small tooth). For this reason we have not been able to recreate the conditions during the surgery to define a plausible root cause. Batch review performed on 29 february 2016. (B)(4). No anomalies found related to the problem. To date, another similar event has been reported on this lot.

Event description:
When the surgeon tried to remove the impactor from mpact shell after implantation, he was not able to remove the driver. The cup impactor terminal could not be removed from the mpact shell, he decided to retrieve it from the patient body. He replaced another impactor and finally the surgery was finished without any additional problem. We were able to remove the driver from the impactor, but it seemed the rocking mechanism of the impactor was broken.

Manufacturer narrative:
On 03 may 2016 it was prepared a final report with the information already submitted in the initial report.on 09 may 2016 the report was sent to the initial reporter and the case was closed.